Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high shock impedance measurement of greater than 200 ohms. The patient was at the chiropractor receiving stimulation on their back at the time of the out of range measurement. It was discussed that the high shock impedance could have been from the external electromagnetic interference (emi) from the electrical stimulation treatment. Shock impedance measurements were subsequently checked and there were no additional high measurements other than the one out of range measurement from the day the patient was at the chiropractor. The patient's physician advised them to refrain from using the stimulation device at the chiropractor. No adverse patient effects were reported. The device remains in service.